Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of l5-s1 instability, disc space collapse , stenosis and intractable back and lower extremity pain. The patient underwent following procedure : right sided transforaminal lumbar interbody fusion l5-s1. Left sided transpedicular. Exposure for neural decompression l5-s1. Placement of cage interbody device at l5-s1. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and s1. Posterior spinal fusion l5-s1. Harvest of local bone autograft. Per op notes, ¿.. Sizing of the cage was performed , and the appropriate sized interbody device was selected . Local autologous bone was packed anteriorly in the disc space along with a pledget of bmp . The 12 x 32 mm cage itself was then inserted which had been filled with bmp along with some more local bone autograft.. .. .¿ the patient sustained the procedure well.

Event description:
It was reported that the patient underwent a underwent a right sided tlif at l5-s1 with rhbmp-2/acs, placement of interbody device at l5- s1, posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5-s1, and posterior spinal fusion with rhbmp-2/acs. Imaging studies reportedly showed that the patient developed uncontrolled bone growth and resulting nerve compression at or near the implant site. The patient also developed pain and unspecified injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.